Manufacturer narrative:
Analysis found no significant anomalies, functionally okay.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that was post-op pocket infection. There was also redness at the pocket site. This occurred when the patient had a new surgical lead placed with the existing implantable neurostimulator (ins). It was unknown if the issue was resolved that the time of the report. The following day on (B)(6) 2015, the patient underwent a full spinal cord stimulator (scs) explant due to the infection. An explant of the lead and stimulator was completed and the devices were returned to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the representative reported the infection had been resolved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.